Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an implantable cardiac monitor that had eroded through the implant site. The device was explanted and replaced. The patient did not experience any adverse consequences.